Manufacturer narrative:
Evaluation summary: the device was received by a company representative and will be forwarded to the manufacturing site for investigation. Investigation including root cause analysis will be completed. The product history and batch records were reviewed and documentation indicated the product met release criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during a cataract extraction with an intraocular lens (iol) procedure, an injector had resistance while injecting an iol into the eye of a patient. The surgeon removed the injector from the eye so the iol could be injected manually and the iol shot out of the device and twisted the haptic. There was no impact on the patient. Additional information has been requested.

Manufacturer narrative:
The device was not returned. The lens was returned in a plastic specimen jar. Solution was dried on the lens. No damage was observed to the lens. The lens was cleaned with lphse. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A non-qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The root cause of the event may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the company iq aspheric intraocular lens with company preloaded delivery system dfu, only qualified viscoelastics ¿ company viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the company iq aspheric intraocular lens with company preloaded delivery system and is not recommended under any circumstance. The haptic and plunger position in the device during advancement cannot be determined. The device was not returned for an evaluation. Only the lens was returned. Haptic damage was not observed. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. The manufacturer internal reference number is: (B)(4).